Event description:
The svc report shows that the customer reported no audible alarms. The nellcor puritan bennett customer support engineer (npb cse) verified the reported problem, inspected the device and discovered a loose connection on the av power switch. The cse replaced the power switch, and the unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.